Event description:
On 15-aug-2025, the user reported difficulty turning the connector while changing their insulin. The user used a new connector to continue their supply change. The user was re-educated on having both tubings connected and wanting to see the drops come out the of the steel needle. Insulin delivery was resumed after the supply change was completed. Blood glucose was not affected, and no symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.